Manufacturer narrative:
(B)(4).

Event description:
It was reported that left hip revision surgery was performed due to failed metal on metal hip replacement. Devices were originally implanted with a competitor's hip stem (aesculap metha)

Event description:
It was reported that revision surgery had been scheduled due to metallosis.